Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On 09/27/2017, tandem clinical diabetes reported that the customer was back on the pump and was "doing fine". The contact thought that the infusion set site locations were "bad". The contact had no further questions. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (as high as 400 mg/dl).the pump supplies were changed multiple times. The contact thought that the pump was the cause of the high bg as the bg declined using insulin injections or an older pump and could not be lowered using the pump. The contact did not think the insulin exiting the tubing was consistent. During a pump system check with tandem technical support, no device issues were observed. The customer reverted to using insulin injections or an old pump for insulin therapy.